Event description:
Operating instructions state that operator is to "wear protective gloves and apron when removing a processed load." Also, operator is instructed to slide shelves out halfway to facilitate loading and unloading. This operator did not wear gloves as instructed. Instead she opened door with hands unprotected and residual steam from chamber burned operator's right hand. Burn was 2nd to 3rd degree.